Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 23.5 cm to 23.7 cm and 26.2 cm to 26.4 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported low impedance.

Manufacturer narrative:
Following is the correct analysis narrative: a complete lead was returned for analysis measuring 52.2 cm. External insulation abrasions exposing the outer coil were noted at 23.5 - 23.7 cm and 26.2 - 26.4 cm from the connector pin consistent with friction to the device can. External insulation abrasions exposing the outer coil were noted at 33.6 - 35.2 cm, 36.3 - 37.2 cm and 38.5 - 39.5 cm from the connector pin consistent with friction to another device or patient anatomy. Other damages found were sustained during the surgical procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance. The lead was explanted. The patient was fine after the procedure.